Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the image flickered and then was absent. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. The issue of no image was confirmed, but the flickering image was not. No image was found to have been caused by a faulty patient board.based on the results of the investigation, the probable cause is likely the failure of the patient's board, causing the issues with the image and inability to perform the video processing. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Documented attempts to contact the customer to retrieve additional information have not been successful to-date.